Event description:
The vasoview hemopro endoscopic vessel harvesting system did not cauterize properly. The connections to the power supply were checked and the non-disposable cord was replaced. System was exchanged for a new one.